Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. The reported lot number was not verified by the system, so it was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that, 2 years after the dental implant was installed in intraoral region #7, its loss of osseointegration was observed. 35 ncm of primary stability was achieved and the patient presented insufficient bone quality/ quantity (bone type ii).